Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes, date: (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018, she had partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, vaginal infection, vaginal discharge, abdominal distension, fatigue, alopecia, weight decreased and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight loss, weight gain, vaginal infection, vaginal discharge and bloating. Reporter, patient demographics and laboratory data were added. Updated suspect drug indication. Essure implant date updated as 10-aug-2010 (previously reported as 2010). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.